Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined that the hc machine failed fluid volume accuracy testing. The device failed during evaluation, no patient was involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed and passed. The device passed the electrical testing. A manual temperature test was completed and passed specifications. The device failed functional testing due to multiple fills and drains being outside of volumetric specification. The device failed the manual volumetric accuracy test. A test article door piston foam was installed and the device passed the manual volumetric accuracy test. The original door piston foam was placed back into the device and the manual volumetric accuracy test failed. An inspection of the door assembly found the door piston foam to be deteriorated and the door piston was cracked. The evaluation concluded that the cause of the failure was the deteriorated piston foam and cracked door piston. The piston foam and the door piston were to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.